Event description:
This lead was implanted on (B)(6) 2010 and was replaced on (B)(6) 2012 due to us exposed conductors. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).